Event description:
Distributor reports that: the string that is attached to the patty was not attached and fell off during procedure. The doctors did not know where it fell off and spent a considerable amount of time looking for it as they thought it fell off in the patient. They ended up finding it in the surgical suction unit.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Device not returned

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.